Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Total por (power on reset) count of 58. Device clock set to (B)(6) 1994. Twenty one episodes in history but dates are incorrect (all in (B)(6) 1994). Most recent battery voltage was 3.231 volts on (B)(6) 2015 (date appears correct in file). (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) had a power on reset (por). The parameters were reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.